Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to be component failure pertaining to the axis 2 motor.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has received the mtm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure that system would not deploy for docking. The technical support engineer (tse) reviewed the live logs and found error 23008 occurred against the left master tool manipulator (mtm). Error 26005 was also found, which indicates that the left mtm was disabled. The tse advised that deploy for docking is not allowed with a disabled arm. The tse asked the staff to cycle the system power and the surgeon side console (ssc) circuit breaker. The tse also asked the staff to exercise the left mtm with the power off. The fault returned on system power up. The tse advised that the left mtm needed to be replaced. The staff converted the procedure to another ssc. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system did not present any faults when initially powered on.

Manufacturer narrative:
The master tool manipulator (mtm) was returned for failure analysis, and the reported 23008 error was confirmed and replicated. In logs, the 23008 error was found indicating pot to encoder fault on the mtm axis 2, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a golden system where the 23008 error was triggered indicating fault on axis 2, replicating the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where sine cycle was found to be failing on the axis 2 motor. The axis motor was verified to be the source of the fault. Failure analysis was able to conclude that the axis 2 motor was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.